Event description:
Pt had left internal jugular port-a-cath placed on (B)(6) 2008 for long term infusions. The pt's primary care md identified a retained guidewire, via a radiologic study. The pt was admitted on (B)(6) 2009 and the guidewire was removed by interventional radiology on (B)(6) 2009.